Event description:
Info received indicates the brake/steer caster is not locking correctly into brake. The brake could be set but only on the right side of the bed with the right brake pedal, but not from the left brake pedal as it was in constant neutral.

Manufacturer narrative:
The tech replaced the brake/steer caster to repair the bed.